Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other)-pelvic") and device dislocation ("migration of essure device/no device seen on left side") in a (B)(6) female patient who had essure (batch no. 755523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension since 2011, cholelithiasis since (B)(4) 2010, trichomonal vaginitis since 2010, vaginitis since 2010 and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) and methyldopa (aldomet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("recurrent vaginitis") with vaginal discharge. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) . Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and pelvic infection to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded); on an unknown date: no device seen on left side most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, lab data, product information, event severe physical injuries updated with events- infection (other)-pelvic, dyspareunia (painful sexual intercourse), recurrent vaginitis,vaginal discharge, pain, vaginal discharge, no device seen on left side were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) pelvic") and device expulsion ("migration of essure device/no device seen on left side / mid uterine endo cavity") in a 34-year-old female patient who had essure (batch no. 755523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal itching, multigravida, recurrent abortion, parity 4 (date of births:(B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2011 and pregnancy induced hypertension (during gestational period of all life births). Concurrent conditions included essential hypertension since 2011, cholelithiasis since (B)(6) 2010 trichomonal vaginitis since 2010, vaginitis since 2010, obesity and headache. Concomitant products included medroxyprogesterone acetate (depo-provera) and methyldopa (aldomet). On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal infection ("recurrent vaginitis") with vaginal discharge, mood altered ("mood changes"), hormone level abnormal ("hormonal changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) / hysterectomy (partial) on (B)(6) 2012) and surgery (salpingectomy (bilateral removal of fallopian tubes) / hysterectomy (partial) on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, device expulsion, dyspareunia, mood altered, headache and hormone level abnormal outcome was unknown, the migraine had not resolved, the fatigue had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, device expulsion, dyspareunia, fatigue, headache, hormone level abnormal, migraine, mood altered, pelvic infection and vaginal infection to be related to essure. The reporter commented: mr-the patient that the left essure may be partially or completely expelled. Vaginal discharge and fatigue stopped and abdominal pain decreased approximately one on the after removal. Migraines were not changed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 4-may-2012: unilateral occlusion (right tube occluded),; on an unknown date: no device seen on left side concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events pelvic pain, cramping. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) pelvic") and device expulsion ("migration of essure device/no device seen on left side / mid uterine endo cavity") in a 34-year-old female patient who had essure (batch no. 755523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal itching, multigravida, recurrent abortion, parity 4 (date of births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2011.) And pregnancy induced hypertension (during gestational period of all life births). Concurrent conditions included essential hypertension since 2011, cholelithiasis since (B)(6) 2010, trichomonal vaginitis since 2010, vaginitis since 2010, obesity and headache. Concomitant products included medroxyprogesterone acetate (depo-provera) and methyldopa (aldomet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal infection ("recurrent vaginitis") with vaginal discharge, mood altered ("mood changes"), hormone level abnormal ("hormonal changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) / hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, device expulsion, dyspareunia, mood altered, headache and hormone level abnormal outcome was unknown, the migraine had not resolved, the fatigue had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, device expulsion, dyspareunia, fatigue, headache, hormone level abnormal, migraine, mood altered, pelvic infection and vaginal infection to be related to essure. The reporter commented: mr-the patient that the left essure may be partially or completely expelled. Vaginal discharge and fatigue stopped and abdominal pain decreased approximately one on the after removal. Migraines were not changed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded),; on an unknown date: no device seen on left side. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events pelvic pain, cramping . Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received: events added: mood changes, migraines, headaches, fatigue, hormonal changes. Outcome of events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) pelvic") and device expulsion ("migration of essure device/no device seen on left side / mid uterine endo cavity") in a 34-year-old female patient who had essure (batch no. 755523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal itching, multigravida, recurrent abortion, parity 4 (date of births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2011.) And pregnancy induced hypertension (during gestational period of all life births). Concurrent conditions included essential hypertension since 2011, cholelithiasis since (B)(6) 2010, trichomonal vaginitis since 2010, vaginitis since 2010, obesity and headache. Concomitant products included medroxyprogesterone acetate (depo-provera) and methyldopa (aldomet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal infection ("recurrent vaginitis") with vaginal discharge, mood altered ("mood changes"), hormone level abnormal ("hormonal changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) / hysterectomy (partial) on (B)(6) 2012) and surgery (salpingectomy (bilateral removal of fallopian tubes) / hysterectomy (partial) on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic infection, device expulsion, dyspareunia, mood altered, headache and hormone level abnormal outcome was unknown, the migraine had not resolved, the fatigue had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, device expulsion, dyspareunia, fatigue, headache, hormone level abnormal, migraine, mood altered, pelvic infection and vaginal infection to be related to essure. The reporter commented: mr-the patient that the left essure may be partially or completely expelled. Vaginal discharge and fatigue stopped and abdominal pain decreased approximately one on the after removal. Migraines were not changed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded),; on an unknown date: no device seen on left side. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events pelvic pain, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.